Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The customer stated that due to construction in the laboratory, there was a high plastic barricade at the back of the analyzer that limited air flow. The customer believes the increase in temperature and limit of air flow due to the plastic barricade was the cause of the issue. The customer also noted that samples were left in cups and increased evaporation may have occurred due to elevated temperature. The customer declined a service visit. Further investigation by the manufacturer did not identify a specific root cause for the event. Additional information for further investigation was requested but was not provided. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas 8000 ise analyzer. There were erroneous results for ion selective electrode (ise) sodium for two patients. The patients' age, gender, and weight were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.